Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was trying to use a closure fast catheter to treat the great saphenous vein(gsv). The IFU was followed and the device was prepped without issue. The device was flushed prior to use. It was reported that the generator did not recognize the catheter. There was no error message on the generator. The physician deferred to vein stripping to complete the procedure. No patient injury was reported.